Event description:
It was reported that there was an elective replacement indicator (eri) message 10 weeks prior to the report. As a result, the stimulation was weaker. Additional information received reported that the device reached end of life (eol) and there was a loss of therapy. The patient was in the process of scheduling an appointment for a replacement.

Manufacturer narrative:
Concomitant medical products: product ID 74001, lot# n218371, implanted: (B)(6) 2009, product type: adapter; product ID 37743, serial# (B)(4), product type: programmer, patient; product ID 748951, serial# (B)(4), implanted: (B)(6) 2005, product type: extension; product ID 3888-33, lot# j0455048v, implanted: (B)(6) 2005, product type: lead. (B)(4).